Event description:
Device 1 of 2. Reference MFR report #1627487-2013-20578. It was reported surgical intervention may be undertaken at a future date to explant the scs system due to inadequate pain relief. There are no known device issues, migration or fracture. It was initially reported the leads may be shallow under the skin, however, additional information provided the explanted is being requested due to ineffective stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.